Manufacturer narrative:
Investigation outcome: the device was not returned to hamilton medical ag for investigation. However, the log files of the device were received and analyzed. The reported issue could be confirmed. Hamilton medical was in formed that the identified issue by the local biomed was a damaged power cable. A power cable replacement was sent and the device functions as intended. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamiton medical ag: "over time the power cord fails to function as it should. It will stop charging the batteries and eventually the device will show loss of external power." No patient involvement.